Manufacturer narrative:
Unk. Acd <3.0. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of --14.0/1.5/088 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively impanted and removed due to elevated iop without pupil block and angle closure and significant reduction of irido-corneal angles. The problem was resolved. Cause of the event is unknown.